Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3000 jaws were still firing even when not engaged and while in the patient. It was immediately unplugged, and removed from the patient. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is not returning.

Manufacturer narrative:
Method - after the procedure, the hospital discarded the product. Since the product was not returned, an evaluation could not be performed and the complaint could not be confirmed. Results - a lot history record review could not be completed since no lot number could be obtained. The reported failure mode, "device remains activated," is currently being investigated in our CAPA process. (B)(4).